Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed erratic hemoglobin results while using the cell-dyn emerald analyzer. The customer provided the following results (g/dl): on (B)(6) 2016: sid 25370: initial 24.1, retests: 24.1, (1:2 dilution) 10.1, 16.0 and 16.1. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service review, a search for similar complaints, and a review of labeling. Field service identified a cracked syringe causing a leaking piston. Field service completed a replacement of the syringe body and associated parts during troubleshooting resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of cell-dyn emerald analyzer, list number 09h39 was identified.